Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the carried out functional tests could not identify any deviations to the specifications. Device was disassembled and was found to be in conformance with technical drawings and specifications. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported; the blade would not lock. No further information was provided. This is 1 of 1 report for complaint (B)(4).